Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction e1: address, postal code : (B)(6). Additional information: d9 (device available for return), h3 (device evaluated by manufacturer, evaluation code) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 09jan2023, cook medical inc. Received a complaint from a representative of the (B)(6) hospital in canada. It was reported that, prior to the removal of the ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh; lot unknown), the mac-loc adaptor was disengaged per the IFU instructions. Upon the removal of the drainage catheter, with ease and no resistance, it was discovered the black suture string stayed within the peritoneum of the patient. The doctor was called to the bedside. The suture was cut away from the end of the pigtail and was able to be removed manually without further incident or apparent harm to the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported. Reviews of the complaint history, instructions for use (IFU), quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Since the customer did not provide a lot number, cook medical performed a search of sales to the reporting customer. The search identified four potential lots sold to this customer with the same rpn as the reported complaint device. A search of nonconformances for each lot discovered one relevant recorded nonconformance involving one device, but this item was scrapped prior to further processes. No complaints have been received from any of the four potential lots. Cook also reviewed product labeling. The instructions for use [t_multi2_rev1] supplied with this rpn states the following: precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. A tfe-coated wire guide must be used with ultrathane catheters. Instructions for use: unlocking catheter loop. For mac-loc locking loop mechanism: while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon a review of the dmr and IFU suggest that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a patient of unspecified gender and age underwent an unspecified procedure involving an ultrathane mac-loc locking loop multipurpose drainage catheter. Prior to removal of the catheter, the mac loc was disengaged per provided product use instructions. The catheter was then removed with ease and without resistance. The suture broke while remaining attached to the distal of the catheter and remaining within the peritoneum of the patient. The physician was called to the bedside, where he cut the suture away from the distal tip of the catheter while the catheter was external to the patient. Control of the separated suture was maintained and the suture was maneuvered out manually without further incident or harm to the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Customer (person-additional data): postal code (B)(6). Initial reporter occupation: purchasing coordinator. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.